Manufacturer narrative:
The user received sensor replacement alert on 17th of may 2024, day 2 post insertion. The investigation on the returned sensor revealed that the sensor experienced a led short. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4. Date of this report is updated to 14 august 2024. G3. Date received by manufacturer is updated to 07 august 2024. H3. Device evaluated by manufacturer? Yes.. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 17 may 2024,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.